Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event reports mw5065549.

Event description:
It was reported that the patient underwent an unknown second procedure on (B)(6) 2014 and an unknown mesh was implanted along with indwelling foley catheter placement due to the chronic retention of urine. As the patient stated, in the recovery room, she was having a hard time waking up and felt weak and drowsy along with chest pain on the right side of rib, difficult breathing and slurring words after receiving a vicodin. The patient was released later same day. The packing was removed on the follow-up visit and a foley removal was scheduled. The patient still could not urinate and was recommended a self-catheterization along with wearing pads and undergarments. The patient experienced a pain and discomfort and decided to get a second opinion in 2014. Upon examination, the doctor opined that it seemed a sling was removed. The test was performed and a blood in the urine and foley, blood clots and infection were found. The catheter was replaced and the patient was prescribed with antibiotics. On the next visit, the patient brought a piece of gauze found on her pad. The patient had to continue to self-catheterize. It was also reported that a staph infection was found and additional medication was prescribed. As reported, infection lasted for months with nine antibiotics prescribed during that time. In 2015, the patient was examined in the operating room and bladder damage from multiple sling surgeries, scar tissue, bulging urethra and swelling were observed. The doctor cannot see the sling and opined that on the second surgery the sling was cut and tied. It was also reported that other mesh was implanted on (B)(6) 2015.